Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with right ventricular (rv) and a right atrial (ra) leads showed t wave over sensing on both leads. Programming options were discussed for this system. The rv and ra leads remain in service at this time. No adverse patient effects were reported.